Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage was found at the drainage tube which was connected to the relia-vac. It was later reported that during a visual examination of the device, the wound drainage tube was accidentally damaged (torn-off). The drainage tube was used for spine surgery. The doctor found the leak around the tube, and applied tape to the tube. It was confirmed that the leakage subsided and suction was successful. The device was not replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that leakage was found at the drainage tube which was connected to the relia-vac. It was later reported that during a visual examination of the device, the wound drainage tube was accidentally damaged (torn-off). The drainage tube was used for spine surgery. The doctor found the leak around the tube, and applied tape to the tube. It was confirmed that the leakage subsided and suction was successful. The device was not replaced.

Manufacturer narrative:
Received 1 used wound drain only. The reported event was confirmed as cause unknown. During the visual inspection, the returned drain was evaluated and a break was noted on the clear tubing near the black dot printed on the drain tubing. The breakage area showed jagged edges. Using 10 (ten) x magnification, stress marks were visible on the breakage site. A piece of the clear tubing fragment was cut to take measurements with an electronic measurement vision system, and the dimensional results are as follows: od = 0.13298¿ (per specification under (B)(4), the od=0.134¿ 0.005¿). ID = 0.07669¿ (per specification under (B)(4), the ID=0.080¿±0.005¿). Channel drain dimensions were found to be within specifications the lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: " indications: bard® channel drains, round and flat silicone, are indicated for use with selected bard® evacuators for closed wound drainage following head and neck, orthopedic, abdominal, ent, ob/gyn, plastic, neurosurgery, thoracic and cardiovascular (channel drains only) procedures. To avoid the possibility of drain damage or breakage: · avoid suturing through drains. · drains should lie flat and in line with the skin exit areas. · particular care should be taken to avoid any obstacles to the drain exit path. · drains should be checked for free motion during closure to minimize the possibility of breakage. · drain removal should be done gently by hand. Drains should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. · surgical removal may be necessary if drain is difficult to remove or breaks. Drain placement : care must be exercised to avoid damage to the drain (see warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound." (B)(4).

Event description:
It was reported that leakage was found at the drainage tube which was connected to the relia-vac. It was later reported that during a visual examination of the device, the wound drainage tube was accidentally damaged (torn-off). The drainage tube was used for spine surgery. The doctor found the leak around the tube, and applied tape to the tube. It was confirmed that the leakage subsided and suction was successful. The device was not replaced.